Event description:
The cause of death was listed as sequelae of inflammatory diseases of central nervous system, hemolytic-uremic syndrome, infantile cerebral palsy, end-stage renal disease.

Event description:
It was reported that the vns patient passed away. The cause of death and relationship of the death to vns is unknown. Attempts to obtain additional relevant information are underway, but no additional relevant information has been received to date.